Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-04602. It was reported the patient experienced pain in the supra-orbital region regardless of stimulation. The patient underwent surgery on (B)(6) 2016 where the leads were explanted and replaced. The patient's issue was resolved.